Event description:
Cardiac monitor failed to alarm for lethal arrythmia, because alarms were inadvertently disabled. On 6/14/95 a pt in ccu went bradycardic. The nurse was in the room at the time and the pt was treated without incident, however, it was noted the monitor did not alarm even though the low limit had been violated. An investigation discovered that the heart rate alarm had been disabled. The nurses questioned were not aware of this feature and did not recall performing such an action. At this time the nurse mgr and clinical engineering supervisor configured all 11 beds in the ccu to disable the hr alarms off function. From what facility had read in the manuals they were confident such an incident would not reoccur. On 9/24/96 a pt went tachycardic in the ccu. The alarms did not sound even though the high limit was violated. Fortunately, the pt was treated immediately without incident. Once again, facility found that the ECG alarms had been disabled in the same manner. Once again, the staff could not remember performing this function. At first staff thought that the monitor had lost it's earlier configuration, but later investigation proved this not to be the case. When the ECG alarm source is changed from hr to pulse, the alarms off window is re-enabled even though it has been configured to be disabled behind the password.